Manufacturer narrative:
The product was not returned for evaluation. The lot number was not identified, so a device history record (DHR) review could not be performed. Based on the information provided, the root cause cannot be determined. However, it is likely that user related factors and/or procedural factors may have caused or contributed to the event.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that a lens haptic was found to be crushed during surgery, after implantation into the eye. As a result, the incision was enlarged in order to remove the lens and a same model lens was implanted with no issue. Patient was taken to recovery room in good condition.